Event description:
Customer reported via phone, the insulin pump has been alarming unexpected restart for about three days. Customer doesn't recall his blood glucose level. Alarm history had unexpected restart, external ram crc error, and low battery. Troubleshooting was performed and it was noted the device had been stored or not in use for an extended period of time. The alarm has been reoccurring during normal use. Customer was advised to monitor the device until replacement arrived. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Displacement test and unexpected restart error test was not performed due to blank display anomaly. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.